Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead dislodged. The lead was no longer used and replaced. The patient was doing well post procedure.